Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia for several hours after a lunch meal announcement while using the ilet, with a lowest reported glucose of 39 mg/dl, and required oral carbohydrate treatment with multiple glucose tablets; the event was characterized as cause unclear and addressed with troubleshooting and education. Symptoms included low blood glucose without reported loss of consciousness, dizziness, or other acute complications. Outcomes included self-treatment with glucose tablets and recovery at home without medical intervention or hospitalization. Investigation included review of usage history and clinical follow-up with the user¿s caregiver. Investigation of this case revealed no device malfunction reported and that the initial meal dosing during early adaptation and low-carbohydrate intake may have contributed to the hypoglycemic event. It was concluded that the event involved hypoglycemia with cause unclear and that the device continued to operate as designed with education provided on meal announcements and treatment of lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.